Event description:
The customer reported the system is displaying a tube error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the x-ray tube needed to be replaced. This MDR is related to ge healthcare (B) (4).